Event description:
It was reported that during a follow up in clinic, a high battery impedance value was noted on the device. Abbott technical support was contacted and the battery impedance value was suspected to be an incorrect measurement. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.